Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the seat post broke, causing the seat to swivel and be unsafe.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the screw that holds the seat post into the receiver broke off into the threaded covered washer that is welded to the receiver tube, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the seat post broke, causing the seat to swivel and be unsafe.